Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure. According to the complainant, during deflation of the balloon after dilatation of the esophagus was performed, the balloon would not fully deflate and that there was still some water left in the balloon. As a result, the endoscope and balloon were removed together and the catheter cut in order to remove the balloon from the scope. It was reported that the procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - the reported event of balloon would not deflate fully. It is unknown if the device is available to be returned for analysis. Attempts to obtain additional information regarding the location of the complaint device have been unsuccessful. Should the complaint device be returned and failure analysis completed, if there is any further relevant information from that review, a supplemental med watch will be filed.